Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint regarding a defective instrument was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to be defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no visible defects or damage were observed to the wire, instrument body, or tip during or after surgery. No issues with motion, unclamping, or uncontrolled movement were reported. The defect was identified by the cssd, which initiated a damage report.